Event description:
It was reported that the customer experienced an ongoing intermittent low blood glucose (bg) level of 40-50mg/dl. Low bg cause was not known. Customer¿consumed 28 grams of pineapple juice & 30 grams of a granola bar & maple syrup. To address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.